Manufacturer narrative:
The last calibration was performed on (B)(6) 2020 and was acceptable. The qc recovery data was requested but not provided. The customer stated qc was acceptable prior to the event. The alarm trace was requested but not provided. No further issues were reported after the service visit. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The field service engineer noticed some screws were loose. He tightened them and ran checks. The customer ran calibration and qc which were acceptable. This investigation is ongoing.

Event description:
The initial reporter received questionable ise indirect na, ci for gen.2 results with the cobas 8000 cobas ise module. The initial na result was 120 mmol/l. The repeated na results were 148 mmol/l and 131 mmol/l. The initial cl result was 110 mmol/l. The repeated cl results were 98 mmol/l and 98 mmol/l. The questionable results were not reported outside the laboratory. The electrode lot numbers and expiration dates were requested but not provided.